Manufacturer narrative:
The contribution of the devices to the experience reported could not be dermined as the devices were not returned for evaluation. Additionally, device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2016. Patient reports acromial tenderness on (B)(6) 2016. Post-op scapular fracture reported on (B)(6) 2016. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, device specific information was not provided, precluding a review of the device history record.

Event description:
Patient reports acromial tenderness. The case report form indicates the event is possibly related to devices and definitely related to procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be dermined as the devices were not returned for evaluation. Additionally, device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the acromial tenderness reported was likely the result of the scapular fracture that was not detected until a later appointment.

Event description:
Index surgery: (B)(6) 2016. Patient reports acromial tenderness on (B)(6) 2016. Post-op scapular fracture reported on (B)(6) 2016. This event report was received through clinical data collection activities.